Event description:
It was reported that the implantable cardioverter defibrillator was exhibiting low longevity. As the patient is in permanent atrial fibrillation (af), continuous electrocardiogram recording is believed to be consuming extra energy. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was not returned for analysis. However, performance data collected from the device was received and analyzed and indicated an issue with wireless telemetry. Performance data shows 32 hours of wireless telemetry due to the home monitor not establishing a telephone connection with the network.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.